Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right transfemoral access site was used. No pre-implant balloon dilation was performed. The valve was implanted into a bioprosthetic valve. The cuspal overlap technique was used for the implant and slow deployment of the valve was followed. Prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the medtronic guidewire. The dcs was pressed several times as it passed the aortic valve however not before deployment. Per the physician, the cause of the dislodgement was torque on the dcs. Per the physician, possible overtension of the push may have contributed to the dislodgement, as well as the external rolled valve. The second valve was implanted valve-in-valve with no issues following.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted full deployment of a transcatheter valve, the valve dislodged away the annulus. Additionally, one of the valve¿s paddles remained attached to the delivery catheter system (dcs); therefore, the valve was deployed. The dcs was then withdrawn and a snare was inserted. Subsequently, the lower edge of the dislodged valve was pulled above the sinotubular junction (stj), and a second valve was successfully implanted.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Corrected data: d. Suspect medical device: manufacturer name, street, city, region, country. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted full deployment of a transcatheter valve, the valve dislodged away the annulus. Additionally, one of the valve¿s paddles remained attached to the delivery catheter system (dcs); therefore, the valve was deployed. The dcs was then withdrawn and a snare was inserted. Subsequently, the lower edge of the dislodged valve was pulled above the sinotubular junction (stj), and a second valve was successfully implanted. Additional information was received that the right transfemoral access site was used. No pre-implant balloon dilation was performed. The valve was implanted into a bioprosthetic valve. The cuspal overlap technique was used for the implant and slow deployment of the valve was followed. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the medtronic guidewire. The dcs was pressed several times as it passed the aortic valve however not before deployment. Per the physician, the cause of the dislodgement was torque on the dcs. Per the physician, possible overtension of the push may have contributed to the dislodgement, as well as the external rolled valve. The second valve was implanted valve-in-valve with no issues following. Additional information was received to report the valve implant procedure was performed to replace an existing non-medtronic (abbott trifecta) valve.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.